Event description:
Device #1 of 2. Reference MFR report: 1627487-2014-26272. The pt had with two model 3066 leads with the same lot number. It was reported the pt underwent a trial procedure and experienced nausea the following day. The pt was treated with antiemetic medications. Pt also experienced high blood sugar and went to the local hospital and was treated with IV fluids and insulin. The pt's issues are now resolved.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.